Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited backup vvi after the patient received an magnetic resonance imaging (MRI). No changes or intervention was reported. The patient was discharged from the hospital.

Manufacturer narrative:
Further information was requested but not provided.